Manufacturer narrative:
A follow-up emdr will be submitted when additional information becomes available. (B)(4).

Event description:
Oxygenator clotted. (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that several quadrox-ID pedi recently clotted during treatment as stated by the customer the complaint was raised in general as an increase of the issue in their hospital was noticed. No affected product was available for return as well as no serial and batch numbers or patient data. The information was requested and necessary steps will be initiated for further investigation if relevant data is received as well as a follow up emdr. To rule out a systemic issue a trend search was performed on 2021-01-21 for the affected material# 701050330, failure clotting and 6 complaints were recorded from 2019-12-29 to 2020-12-29. Based on the recent sales numbers (2019-12 to 2020-11: (B)(4)) an occurrence of (B)(4) % was calculated. To determine if the rate increased a trend search was performed for the period between 2018-12-29 and 2019-12-29. The occurrence rate was calculated to (B)(4)%, thus the occurrence rate decreased. Based on this no systemic issue or trend could be confirmed. In accordance to the risk assessment (quadrox-ID pediatric, dms#1462367) following causes could lead to the reported failure: -shear forces leading to blood damage -insufficient anticoagulation -hemostasis -prolonged use based on this the failure could not be confirmed. The customer was advised to collect patient data and return the product if the issue reoccurs. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.